Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l09054, h10k06078 and h10i07020 with no issues noted during the manufacturing process. Root cause for the peritonitis is the patient's medical condition, upper respiratory infection. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the first of three reports associated with this event.

Event description:
Baxter contacted a nurse(rn) on (B)(6) 2011 regarding a recent report of the home patient (hp) being hospitalized. The rn stated that the hp had peritonitis. On (B)(6) 2011, baxter spoke with the caregiver (cg) for the hp who stated that the hp had an onset of abdominal pain and nausea the eve of (B)(6) 2011 and sought emergency care. She was admitted to the hospital, cultured that night and treated for bacterial peritonitis. On (B)(6) 2011, the hp was discharged home. Treatment had been ongoing intraperitoneally (ip) from (B)(6) 2011 until (B)(6) 2011. The cg could not give a causality statement, but stated that the doctor thought the hp's recent upper respiratory infection could be the cause.